Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The patient stated that he experienced peritonitis on the (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized eight days after the onset of the peritonitis. It was reported that the peritonitis was manifested by abdominal pain and cloudy effluent. The patient was treated with vancomycin intraperitoneally, gentamicin intraperitoneally, oral cipro (doses and frequencies not reported), and unknown intravenous antibiotics for the event. Treatment was reported to be ongoing. At the time of this report the patient was still hospitalized and was not recovered from the event. Apd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 4 involved in this event.